Manufacturer narrative:
(B)(4). The field service engineer (fse) trouble shot the problem and checked the power to m-cabinet and found ac going into the power module for the cabinet but no dc voltages going out to the computers and electronics. He replaced the defective power tray, this solved the problem.

Event description:
Philips received a complaint from a customer that the system went down and computers went in continuous loop.